Event description:
Pt receiving hemofiltration on the baxter bm25 unit. Hcp stated machine continually removing less fluid than ordered amount. No alarms were noted by hcp. Hcp notified physician and pt was removed from this device and hemodialysis was initiated the next day. No further info was provided by hcp regarding this event.